Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower suddenly froze on the carefusion screen displaying the error message ¿windows 10 chaos.¿ the customer performed a hard reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine suddenly froze on the carefusion screen. The technical support specialist was able to remotely connect to the station after three remote support service attempts, as the earlier attempts had timed out. The application was found stuck on the blue screen, so technical support specialist logged into the care fusion admin profile, added the shortcut to the startup folder, and then rebooted the window. After the restart, the application launched successfully, and the issue was resolved. The case was closed. The system functioned as intended after the technical support specialist troubleshot the device.